Manufacturer narrative:
Heartsine's investigation established that the device performed as expected. Analysis of the pt found no shockable rhythm and so no shock was delivered. The investigation indicated that interference (i.e. Administering CPR) by the user during the analysis phase, caused the device to initially interpret the heart rhythm as shockable and issue the "shock advised" prompt. However, once the CPR was stopped, further analysis indicated that the underlying rhythm was not shockable and the device then correctly disarmed. The sequence of speech prompts issued by the device is "shock advised" - "stand clear of patient" and "press the shock button now". A shock will only be delivered when the "press the shock button now" prompt is issued and the investigation confirmed that this prompt was correctly never issued during the event. The "shock advised" prompt was issued twice during the event - not three times as reported by the user. Although a "low battery" prompt was issued, the device continued to operate to specification and no other message was issued which could be interpreted as the device having insufficient power to charge. Conclusion: no fault was found with the returned pad device or pad-pak. Initially the device detected a shockable rhythm but this was due to interference by the user administering CPR during the analyzing phase. When the interference ceased, further analysis by the device confirmed the heart rhythm as non shockable and the device performed appropriately. The device therefore performed to specification throughout the event. Although the device did issue a "low battery" warning no other prompts were issued which could be interpreted as the device having insufficient power to charge. The "low battery warning" was issued but the device continued to operate as expected throughout the event. The "low battery warning" is issued when the battery management system is triggered. The depletion of batteries can be affected by a number of conditions including, but not limited to, the storage conditions of the device/battery pack, age of the battery pack, battery variations and the level of manual intervention - i.e. Manually switching the device on and off. The battery management system will always err on the side of caution when issuing the warning, and testing at heartsine technologies clearly confirmed that the returned battery pack was capable of delivering at least ten shocks if they had been required.

Event description:
The following is the info supplied by the reporter of the incident. Upon arrival, pt was supine, not breathing, CPR in progress. Several emt-bs were present, each taking different roles with oxygen, respirations, compressions, AED etc. Emt-b turned on AED, applied pads, analysed. AED instructed "shock advised". At the point of delivering shock, emt-b accidently hit the on/off button. AED communicated "discharging" and shut down. Emt-b immediately turned the AED back on, repeated analyse phase, AED instructed "shock advised". As AED was charging for shock, it gave message about battery or charge being insufficient for shock. (Exact words are not remembered, but that was the basic message.) Emt-b analysed again, AED again said "shock advised", AED again started charging, but then said battery or charge insufficient. At this point, we switched to back-up AED and shocked the pt a total of five times.